Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported receiving a low power output from the laser system. The company service representative examined the system and was able to replicate the low power output. The company service representative isolated the issue to the laser indirect ophthalmoscope (lio) fiber. The system was then tested and met all product specifications. The laser indirect ophthalmoscope (lio) fiber serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The laser system was manufactured on january 6, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a nonconforming laser indirect ophthalmoscope (lio) fiber. (B)(4).

Event description:
A nurse reported that a laser system presented with low power during a procedure. The procedure was completed increasing the power. There was no patient harm.additional information has been requested but not received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a laser system presented with low power during a procedure. The procedure was completed. There was no patient harm.